Event description:
It was reported that during placement of the balloon expandable stent system. The stent began to move. The stent system was removed and another stent was deployed at the site. There was no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records were reviewed. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. Visual examination found the sample appeared to be clean and the balloon previously inflated. The stent was returned on the balloon, expanded and flattened; located approximately 0.5 cm from the distal tip of the balloon. The distal end of the stent was located over the distal marker band. Several bent struts were observed on the stent. The balloon was examined under magnification (microscope 15x) and stent crimp marks were visible on the balloon. No other anomalies were noted on the device. The patency of the guidewire lumen was tested and passed with no issues. Further functional testing could not be performed due to the condition in which the sample was returned (ie stent dislodged from balloon). The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. Specific warnings, procedural issues contributed to the reported event. Specific warnings, precautions and directions for use of the valeo balloon expandable stent are included in the current instructions for use (IFU).